Event description:
Related manufacturer reference number: 2017865-2023-00618 it was reported that the patient presented to the hospital for a routine follow-up on (B)(6) 2022. During examination, it was noted that the right ventricular (rv) lead was not capturing. The physician brought the patient in for rv lead repositioning procedure. During the procedure, after opening the pocket, it was noted that the site was infected. The physician explanted the implantable cardioverter defibrillator and the rv lead on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
Interrogation of the device revealed it was above elective replacement indicator (eri) when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.